Manufacturer narrative:
(B)(4). Date sent: 1-27-2017. Additional information received: were there any issues noted with hemostasis during the initial procedure? Representative present stated that no hemostasis issues were noted during initial case. Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Yes, no hemostatic agents used at end of initial procedure. Was the bleeding from an area were the harmonic device was used? Harmonic hd1000i was used in initial procedure to transect uterine arteries. No generator alerts during sealing cycles. Was a metal uterine manipulator used during the initial procedure? If so, was there any contact between the hdi blade and the manipulator during the procedure? Mccarus-volker fornisee system was used as uterine manipulator. Did the gen11 display any yellow alert screens during the procedure? If yes, what were the screens. Remove instrument from patient and clean displayed 1 time during colpotomy. Is a generator log available for engineering review? Yes. Would have to find out what or room was used. Was the surgeon in-serviced prior to using the harmonic hd device? Yes.

Event description:
It was reported that two doctors had completed a total laparoscopic hysterectomy using the harmonic hd1000i instrument and the patient was brought back into the operating room due to an unknown bleeding issue. The two doctors discovered the patient was bleeding in the abdominal cavity, which was originating from the uterine artery. It isn't known how much blood was lost but a blood transfusion was required and several unit of blood was administered. No other information is known at this time. Device discarded